Event description:
It was reported that following the implantation of an elevate posterior, the patient experienced a lower urinary tract infection and dysuria. Cipro was prescribed on (B)(6) 2015. The event was considered moderate and not recovered/not resolved (continuing). There were no further patient complications reported in relation to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the event was considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications were reported in relation to this event.